Event description:
There was an allegation of questionable elecsys ferritin results from the cobas e411 disk analyzer. The initial result was <0.500 ng/ml with a data flag. The repeat result was 12.10 ng/ml. The third result was 11.85 ng/ml and was considered correct. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). The field service engineer found that the bead mixer was bent, and there were bubbles during the mixer check. He replaced the bead mixer. The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. It was previously reported that the field service engineer replaced the bead mixer. The field service engineer actually replaced the bead mixer paddle. The service actions resolved the issue.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The investigation is ongoing.